Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that no insulin was flowing through the infusion set tubing. Customer was using fiasp for insulin therapy at the time of the event. Reportedly, customer changed the infusion set tubing, and cartridge, and successfully resumed insulin delivery. Customer's blood glucose level was 300 mg/dl.